Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer had physical damage of insulin pump. It was reported that display screen had scratches which made it difficult to see and battery compartment had a broken piece. Insulin pump would need to be replaced. Customer's blood glucose was 107 mg/dl.

Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked belt clip slot and with a broken battery cap. The insulin pump was missing the end cap sticker.